Manufacturer narrative:
(B)(4). Batch # m52w9h. Should the information be provided later, a supplemental medwatch will be sent. Evaluation: closure link pin, closing trigger. Result: the ec60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the closing trigger was found broken. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic duodenopancreatectomy procedure, at the second firing, the jaws of the device couldn¿t open after three firing steps completed. They opened manually to open the jaws. Another product was used to complete the procedure. There was a delay of fifteen minutes. There were no adverse consequences for the patient reported.